Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error every four hours. Their blood glucose was unknown. The customer was advised that the insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Also pump received with moisture damage on the battery tube and vibrator motor noted. Unable to verify pump error alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.